Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2006: the patient presented with pre-op diagnosis: spinal instability and spinal stenosis. Procedure performed: l3-s1 decompression with l3-s1 posterior lumbar fusion with a transforaminal lumbar interbody fusion at l5-s1 using globus instrumentation, peek cage interbody cage, autograft, allograft and bone morphogenic protein. Per-op notes: ther was extensive fatty layer before to the facia, secondary to obesity. Arthrodesis and removal of the disc was done. We then packed the anterior disk space with autograft and a small amount of bmp. Then we put in a 9x22 cage, from a tlif fashion, with bmp in the centre of it, and placed that in appropriate position in the body. Then packed over with a cottonoid. Hemostasis was done. Arthrodesed on the left, packed with bmp autograft. Placed the rod, set screws and locked those in place. Then arthrodesed on the right first, then packed with bmp autograft and allograft. Then the rod and facet screws. The same thing was done on the right. The three top facet screws were left loose in the sacrum such that we compressed it l5-s1 bilaterally, tightened that down to make sure we maintained lordosis and had good compression on the graft. After all set screws were tightened down; we placed a crosslink packed a little bit more autograft. On (B)(6) 2006: the patient presented for a post-operative visit. On (B)(6) 2006: the patient underwent x-ray of lumbar spine. On (B)(6) 2006: the patient presented with right buttock pain since surgery. The patient underwent x-ray of lumbar spine due to back pain. Impression: stable lumbar spine with postoperative changes from l3 through s1 marked levoscoliosis. Artherosclerotic disease. On (B)(6) 2006: the patient complained of severe back pain. On (B)(6) 2006: the patient underwent MRI of lumbar spine w/wo contrast due to radiculopathy, low back pain with right leg and hip pain and weakness. Impression: peripherally enhancing fluid collection seen posterior to the thecal sac at the t4-5 level, this measures approximately 3.3 x 0.9 cm in the craniocaudal and ap dimensions respectively based off of the sagittal images. This is less welt delineated on the axial images. There is scoliotic curvature. There were modic endplate degenerative changes seen at t2-3. The conus terminate around l1-2. There is susceptibility artifact seen throughout the posterior soft tissues related to the patient's posterior fusion surgery. On (B)(6) 2007: the patient presented for a follow up. Doing well. On (B)(6) 2007: the patient presented for right lowback/buttock pain radiating to the lateral right hip. Impression: myofascial pain syndrome. Greater trochanteric bursitis. Post lumbar larninectomy syndrome. On (B)(6) 2007: the patient presented with low back pain and hip pain. The patient underwent x-ray. Evidence of no abnormal motion on flexion- extension views. Evidence of 41.8 degree levoscoliotic curvature centering around l2-3 and degenerative changes around fusion. On (B)(6) 2007: the patient underwent MRI of lumbar spine. Impression: the lower obscured by metal artifact at l2-l3 there are endplate changed consistent with chronic disc disease and moderate central and foraminal stenosis. On (B)(6) 2007: the patient underwent right l2-l3 transforaminal epidural steroid injection under fluoroscopy. On (B)(6) 2007: the patient presented with low back pain and hip pain. On (B)(6) 2007: the patient underwent fluoroscopically guided right l4, l5 and s1 screw injection. On (B)(6) 2007: the patient underwent right sacroiliac injection under fluoroscopy. On (B)(6) 2008, (B)(6) 2007: the patient presented with low back pain and right buttock pain. On (B)(6) 2008: the patient underwent facet joint intra articular under fluoroscopy right l2-l3. On (B)(6) 2008, (B)(6) 2007: the patient presented with low back pain. Assessment: l2-l3 stenosis.